Event description:
New information received noted that the programming changes were made on 04 oct 2021 and the patient would continue to be monitored. There were no patient consequences.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed post-paced t-wave over-sensing on the implantable cardioverter defibrillator. Programming changes were discussed; no intervention was reported. The patient was in stable condition.